Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician was advancing the red72 into the target location and decided to retract it to reposition the red72. Upon retracting, the physician had fractured the red72 approximately 30 centimeters from the distal tip in the petrous portion above the bifurcation in the right cervical internal carotid artery (ica). It was also reported that the physician removed and exchanged out the non-penumbra sheath for a neuron max. The procedure was completed using a small-bore catheter through the same red72. Afterwards, the physician used a snare device to remove the fractured portion of the red72. It was also reported the patient had a distal emboli. The relationship between the distal emboli and the fractured red72 is unknown.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 04/28/2022: 1. Section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the penumbra system instructions for use (IFU) include, but are not limited to, distal embolization, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, dissection, ischemia, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician was advancing the red72 into the target location and decided to retract it to reposition the red72. Upon retracting, the physician had fractured the red72 approximately 30 centimeters from the distal tip in the petrous portion above the bifurcation in the right cervical internal carotid artery (ica). The procedure was completed using a small-bore catheter through the same red72. Afterwards, the physician removed and exchanged out the non-penumbra sheath for a neuron max and snared the fractured portion of the red72. It was also reported the patient had a distal emboli. The relationship between the distal emboli and the fractured red72 is unknown.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section g. Box 3. Report source. 2. Section h. Box 6. Method code 2. 3. Section h. Box 10./11. Narrative/corrected data. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.